Event description:
It was reported that a new motor-motor rate error was experienced.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for a motor that was experiencing a motor rate error. During visual evaluation, no physical damage was identified. During analysis, the reported issue was able to be duplicated. The event history log was reviewed and motor rate error was found during the review. Based on the evidence, the complaint was confirmed. The issue is the combination of worm coupling, leadscrew and clutch halves no longer operate properly as a result of normal wear. Service replaced coupling, leadscrew and clutch halves. Service also performed preventive maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.